Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the caregiver reported that the user experienced a low blood glucose (bg) of 42 mg/dl after receiving 30 units of novolog. The ilet alerted to the low bg. The caregiver stated the low was not treated as the user was sleeping, and bg later rose on its own. No symptoms, external assistance, or medical intervention occurred.